Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that there was force sensor test error was recorded in history. During analysis, the customer's stated problem was unable to be duplicated and the force was noted to be within factory specifications. Service replaced force sensor and plunger cable as a preventative measure as parts were over 9 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during pre-test, a smiths medical medfusion pump exhibited force sensor test error / bridged. No patient was involved in this event. No adverse effects were reported.